Manufacturer narrative:
Sections with additional information as of 06-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 184, 182 and 170 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/31/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 137 mg/dl, date: (B)(6), time: 11:01 am, fasting. Result 2 : 139 mg/dl, date: (B)(6), time: 10:00 am, fasting. Result 3 : 184 mg/dl, date: (B)(6), time: 09:58 am, fasting. Result 4 : 182 mg/dl, date: (B)(6), time: 10:53 am, fasting. Result 5 : 170 mg/dl, date: (B)(6), time: 10:52 am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 05-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.